Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery (lad). The 3.00x28mm taxus liberte drug eluting stent (des) was advanced to the lad, but was unable to cross the lesion. The device was removed from the pt and it was noticed that the stent edge was lifted up. The procedure was successfully completed with a 3.00x12mm and 3.00x16mm taxus liberte des. No pt complications were reported with the pt's current condition listed as "good."

Manufacturer narrative:
(B)(4).